Event description:
ECMO circuit leaking blood. Bladder bulging. Evidence of increased pressure on arterial side. Baby removed from bypass then back on at low flows. Converted from vv to va bypass. Large clot on end of kendall catheter.